Event description:
"Flow rates have to be set high" due to reports that the pumps are underdelivering by roughly 20%. They also report that testing (performed at the hosp) with water finds the pumps to be wiithin their accuracy specifications, but when tested with "nutrison" feeding formula, the flow rate slows down by about 20%, as reported.